Manufacturer narrative:
A thorough investigation to determine the root cause of the reported failure was performed. The service engineer ultimately reseated and secured the bushing to repair the issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging. The system has returned to service with no similar issues reported.

Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer could not reproduce the control panel unlocking issue and confirmed the system was functioning as intended. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.